Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device was not returned because it was lost. Eng eval completed on 02/27/2019 by sh. Design-related issues: the design of the lpi locking femoral impactor has been in the field since 2005. Exactech has received 18 similar complaint reports involving lpi locking femoral impactor devices since 2014. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of receiving any complaint reports involving another part from this manufacturing lot of 30 pieces which has been in the field since 2007. Exactech complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. Most likely cause: the broken femoral impactor reported in c2017-642 was likely the result of years of normal use which possibly led to fracture of the impaction surface. However, this cannot be confirmed because the device was not available for evaluation. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues and/or design issues. There was no patient adverse event. No pieces fell into the surgical site. An investigation was conducted; the broken femoral impactor reported was likely the result of years of normal use which possibly led to fracture of the impaction surface. However, this cannot be confirmed because the device was not available for evaluation.

Event description:
It was reported from ous that when the femoral component was impacted with the locking impactor during the procedure, the plastic wedge broke. The patient's health was stable leaving the or. The agent was present at the surgery and reported no pieces were left in the patient. No pieces fell into the surgical site. The issue was resolved by using a spare set. There was no delay to the surgery and no clinical consequence to the patient. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.